Event description:
The product was applied during a midline closure. Reportedly, the suture broke, the surgeon completed the procedure with another suture. The hospital has reported that no pt unjury occurred.